Manufacturer narrative:
(B)(6) 2020 should be corrected to (B)(6) 2020 in the previous MDR. "Lens is curved." Should be in the previous MDR. Claim# (B)(4).

Manufacturer narrative:
H3 - device evaluation: lens was returned in micro-centrifuge vial, dry, residue on product. Visual inspection found residue on product lens. Claim# (B)(4).

Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that a 13.2mm, vticmo13.2, -15.50/4.0/088 (sphere/cylinder/axis), implantable collamer lens was implanted into the patient's right eye (od) on (B)(6) 2020. Elevated iop (35mmhg) without pupil block and angle closure was assessed on (B)(6) 2020. Significant reduction of irido-corneal angels and excessive vault were observed, the lens was removed on (B)(6) 2020, the problem was resolved. Cause of the event is reported as patient related factor. Per the reporter on (B)(6) 2020, surgeon said patient might have had synechiae retro-iris, therefore lens did not sit properly. "Situation calmed down immediately after the explant, iop became normal and except few days after explant surgery, cornea became also perfectly transparent. No significant ec los, no secondary cataract."